Manufacturer narrative:
The device is expected to be returned to olympus for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the light source had water ingress in compressed air. There was no report of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 3002808148-2023-14401 (patient identifier (B)(6). Refer to this file for supplemental information related to this event.